Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on information received and investigation performed, the cause of the reported sealant misdeployments and subsequent occlusions could not be conclusively determined. It is unk if the reported sealants were sent to pathology to confirm the composition. It was also reported that the pt had peripheral vascular disease and vessel size <5mm. The mynx instructions for use advises that prior to mynx use, confirm via femoral arteriogram that there is no evidence of significant pvd in the vicinity of the puncture. Additionally, the mynx instructions for use states that the safety and effectiveness of mynx have not been established in pts with small common femoral arteries (<5mm in diameter). There is no evidence to suggest that the mynx device did not meet its established specifications or perform as intended per instructions for use. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by an aci sales professional that a physician had what he believed to be an intra-arterial deployment on a female pt with peripheral vascular disease. A femoral angiogram was performed and presented a vessel size of <5 mm. The physician, a trained user of the mynx, did not fully inflate the balloon in order to pull back to the arteriotomy. Prior to deployment, he hooked the sheath side port up to the manifold which showed a drop in pressures, indicating that the sheath was outside of the vessel. He reported that everything in the deployment went well. Hemostasis was achieved, however, 7 hours post procedure, the pt developed complications and was sent to surgery. In surgery, they found and removed what was reported to be the mynx sealant that had corked at the arteriotomy and occluded the right common femoral artery. Additional information was obtained from the aci sales professional that the pt had a second percutaneous procedure performed on the left side (exact date unk). It was reported that the vessel size was also less than 5mm. An occlusion of this side also occurred following the percutaneous procedure which was treated with a bypass graft. It was reported that the pt tolerated that procedure well. The pt was discharged and there were no further reported clinical sequelae to the pt.